Event description:
It was reported that at device upgrade, high capture thresholds were observed. The pace/sense portion of the lead was capped. With the new device, high impedance and issues with sensing were found. Fluoroscopy showed no lead anomalies. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.